Event description:
A low readings issue was reported with the adc device. Customer received an unspecified low sensor scan result compared to a reading obtained on an hcp meter. As a result, customer experienced symptoms described as dizziness, lightheaded, thirst and self-treated with insulin. Customer further reported that they went to the hospital and a reading of 60 mg/dl was obtained on the reader compared to a capillary result of 200 mg/dl, the time between the readings were unspecified and the customer received intravenous insulin for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The actual date of event is unknown. The date entered in section b3 is from the customer¿s report that the event occurred ¿two weeks ago¿. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received an unspecified low sensor scan result compared to a reading obtained on an hcp meter. As a result, customer experienced symptoms described as dizziness, lightheaded, thirst and self-treated with insulin. Customer further reported that they went to the hospital and a reading of 60 mg/dl was obtained on the reader compared to a capillary result of 200 mg/dl, the time between the readings were unspecified and the customer received intravenous insulin for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product . No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.